Event description:
Rptr would like to report a possible problem with a medical device. Rptr began using the vapotherm 2000i device in neonatal intensive care unit (nicu) in 2004. The purpose of the vapotherm is to provide high flow humidified oxygen via a nasal cannula. Rptr closely monitors infections in nicu, and it is extremely uncommon for them to see infections with gram negative organisms in this location. Noted that, pt #1 who had been treated with vapotherm grew serratia marcescens from sputum. This same pt grew serratia marcescens and candida albicans from urine. No add'l positive cultures in nicu pts were identified until pt #2 who was also treated with vapotherm grew pseudomonas aeruginosa and group d enterococcus from the eye. Subsequent cultures on the same pt of sputum, endotracheal tube, rectal swab and nasopharyngeal swab also grew pseudomonas aeruginosa. After pt #3 who was not treated by vapotherm grew serratia marcescens, rptr cultured the vapotherm that was being used on pt #2. Aseptic technique was used to obtain a culture below the vapor transfer cartridge, at the water inlet above the vapor transfer cartridge and the inner cannula of the gas line. The gas line yielded no growth. However, the water intake grew alcaligenes faecalis and sphingobacterium paucimobilus. This vapotherm was taken out of svc. Two months later, a different vapotherm, which was being used on pt #2, was also cultured using the same technique and at the same sites as the first vapotherm. The culture below the vapor transfer cartridge and at the water inlet above the vapor transfer cartridge grew pseudomonas aeruginosa. When these results were made available co then cultured a specimen of sterile water that was passed through the vapor transfer cartridge as well as the inner cannula of the gas line. Both of these also grew pseudomonas aeruginosa. This vapotherm was also taken out of svc. Neither of the pts treated with vapotherm died. The vapotherms in use at hosp were rented. According to the sales rep, when they were brought to hosp, the tubing was cleaned and the filters were reprocessed. Rptr did not receive vapotherms with new tubing or filters. Rptr would like the FDA to be aware of this situation. Rptr's main concern is that the internal parts of the vapotherm grew pseudomonas, alacaligenes and sphingobacterium and sterile water passed through the vapor transfer cartridge grew pseudomonas. The sales rep claimed repeatedly that the "filter" (referred to in the vapotherm literature as the "vapor transfer cartridge") is a 0.01 micron filter and that it is "impossible" for bacteria to pass through it. In fact, sterile water is not required for use because the filter should remove all organisms. Rptr informed the vapotherm company of the results of all of the cultures of the vapotherm machines, and they have completely discontinued the use of the vapotherm at this time.